Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) reported the vitek 2 neisseria haemophilus (nh) ID test kit (ref 21346) misidentified a haemophilus influenza organism as haemophilus parainfluenza. Two blood cultures were obtained from a patient who was pregnant and had lost the baby. The blood cultures grew as haemophilus. The physician requested testing be performed to obtain a complete organism identification. The organism was tested via vitek 2 nh ID test kit and the bruker instrument (being evaluated at the customer site, not yet in service). The organism was processed three (3) times using the vitek 2 nh ID; the first result was reported as "unidentified", the remaining tests reported haemophilus parainfluenza. The organism was identified in the bruker instrument as haemophilus influenza. A third test was performed (factor disks). The organism grew only in the presence of both factors x and v, and not in the presence of either one separately. These results provide evidence of haemophilus influenza being the correct result. There is no indication or report from the hospital or treating physician to biomerieux that the organism misidentification led to any adverse event related to the patient's state of health. Culture submittals have been requested from the customer for investigation. Internal biomerieux investigation will be initiated.

Manufacturer narrative:
Two isolates from the same patient were submitted. Biomérieux investigation was conducted. Testing for each isolate included: vitek® 2 nh ID (customer lot). Vitek® 2 nh ID (random lot). Api® nh. 16s sequencing. Vitek® ms. Isolate 1: vitek® 2 nh ID (customer lot) - unidentified organism· vitek® 2 nh ID (random lot) - acceptable ID (86%) of haemophilus influenzae. Api® nh - acceptable ID to genus, with a 76.1% identification of haemophilus influenzae and a 23.8% identification of haemophilus parainfluenzae. 16s sequencing - haemophilus influenzae. Vitek® ms - haemophilus influenzae. Isolate 2: vitek® 2 nh ID (customer lot) - unidentified organism. Vitek® 2 nh ID (random lot) - unidentified organism. Api® nh - acceptable ID to genus, with a 76.1% identification of h. Influenzae and a 23.8% identification of h. Parainfluenzae. 16s sequencing - haemophilus influenzae. Vitek® ms- haemophilus influenzae. The customer's result of haemophilus parainfluenzae was not reproduced. The results of unidentified are acceptable for vitek® 2 testing when the test kit reactions do not match the reactions in the vitek® 2 nh ID knowledge base, and prompt the user to perform an alternate method of testing. The vitek® 2 nh ID test kits performed in accordance with specifications.